Manufacturer narrative:
The lens was not implanted and therefore not explanted.(B)(6).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a scratch was noticed on an intraocular lens (iol) upon opening the lens case. The lens was not used and a backup iol was used instead. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed that the lens was contaminated, dust particles were present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. On the anterior side of the lens a deep scratch was observed. The condition of the return sample do not suggest that the scratch was introduced during manufacturing. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.